Event description:
It was reported that, on an unspecified date, a 9" (23 cm) smallbore ext set w/microclave® clear (yellow ring), 1.2 micron filter, clamp, luer lock has been experiencing on-and-off filter issues. Most of the filters are failing within a couple of hours of starting total parental nutrition (tpn) therapy. There was patient involvement and no patient harm.

Manufacturer narrative:
Received two (2) used mc330529 smallbore ext sets for inspection. The filter vents were wetted out with prior infusate as received. The sets were leak tested per product specifications. There was leakage from the filter vents on each set. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.